Event description:
It was reported that during a patient's scheduled vns battery replacement, pus was observed in the patient's pocket. The patient's pocket was flushed with antibacterial solution and the patient was closed without replacement of the generator. Device history records for the patient's generator were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect product remains implanted to date. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No other relevant information is available to date.